Event description:
During index procedure two in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg (r-1). Devices were successful. A complete se peripheral stent was also used in the r-1 to treat a scaled perforation. Approximately 2 years post index procedure the patient experienced restenosis of the r sfa (r-1). The % stenosis was 100%. The patient was treated with medication, deb and stenting. Investigator indicated that the reported event was not related to the study device, procedure or paclitaxel. Event is resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cec assessed that the previously reported re-stenosis of sfa right leg was related to the study device.

Manufacturer narrative:
The previously reported restenosis event was also treated with non-medtronic pta and non-medtronic stenting.